Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. Six days post-op, the patient developed abdominal pain and returned to the hospital. A CT scan and diagnostics revealed a large amount of air surrounding the implant. The leading cause for the pain was identified to be a urinary retention. The patient did not show any local signs of irritation, pain or infection. The surgeon opined that an intra-abdominal cause is a procedure related and not device related, as she stayed strictly extraperitoneally when was placing the mesh, and the air was most likely physiologically entrapped as the implantation had just taken place six days prior to the scan. The surgeon plans a follow-up CT scan one -two weeks later to see if the air diminishes.